Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The customer requested a quote for a loudspeaker.

Event description:
The customer is requesting a quote for a loudspeaker on avalon fetal monitor. Patient involvement is unknown.

Event description:
It was reported that the customer is requesting a quote for a loudspeaker for avalon fm20 fetal monitor. There was no sound coming from the speaker and there was an inop message indicating that the speaker was defective. Patient involvement is unknown. There was no report of patient or user harm.